Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had ipg repositioned due to discomfort on (B)(6) 2018. The ipg was repositioned from the patient¿s back to the patient¿s abdomen. No devices were implanted or explanted. Therapy was restored.